Event description:
During a ventricular tachycardia ablation procedure using a therapy cool flex ablation catheter, the patient developed cardiogenic shock. The patient has a history of ischemic heart disease, quadruple bypass, an implanted ddd defibrillator, and a left ventricular ejection fraction of 20%. Ventricular tachycardia was induced and several radiofrequency ablation lesions were performed with the therapy cool flex ablation catheter in the left ventricle. The patient's hemodynamic status then deteriorated and it was determined that the patient had developed cardiogenic shock, which was not responsive to sympathomimetic drug administration. An ultrasound was performed, which revealed no pericardial effusion or tamponade. The patient was then placed on extracorporeal membrane oxygenation (ECMO) and transferred to the ICU. The physician believes that the cardiogenic shock was related to the patient's compromised cardiac status and general anesthesia. There were no performance issues with any sjm devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiogenic shock could not be conclusively determined.